Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, implanted: (B)(6) 2015, 5076-58 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that four days post implant, at the patient's wound check, the patient had a small hematoma. There were two rechecks of the hematoma which showed persistent hematoma. The decision was made to surgically drain the hematoma. It was noted that a gram stain showed no organisms and cultures are negative. The device remains in use. The patient is enrolled in the wrap-it study the device remains in use. No further patient complications have been reported as a result of this event.